Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain cycle 3/3 was not confirmed due to a lack of sample. The patient had disconnected from the set, and then reconnected. The lot number is unknown therefore a batch review was not performed. This review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during drain cycle 3 of 3. The patient disconnected from the set, and then reconnected. (B)(4) had the patient cycle power and explained that the error indicated a large amount of air had entered into the disposable set. The patient elected to discard the supplies and complete therapy manually. No injury or medical intervention was reported.